Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Specific patient complications were not provided. Although there is no known medical intervention that has been reported at this time, a serious patient injury related to the use of the bard flat mesh is alleged. At this time, there is no known malfunction of the device as reported. A review of the manufacturing records has been conducted and found the device was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, implant op report & product ID page: on (B)(6) 2006 - the patient was diagnosed with prolapse of vagina with associated cystocele, dysfunctional micturition and underwent an transabdominal total abd hysterectomy with bilat salpingo-oophorectomy and vaginal suspension (sacropexy) with implant of a bard/davol flat mesh, incidental appendectomy, anterior colporrhaphy with urethropexy sling placement. Attorney alleges unspecified adverse patient outcomes associated with use of device.